Manufacturer narrative:
Submit date: 12/13/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage of the unit on (B)(6) 2017, service found that the unit had no audio.

Manufacturer narrative:
A review of information in the complaint file indicates this investigation was performed by a medtronic/covidien technical center. P lease see the service notes within the complaint record for the specific details regarding the repair of the unit. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trend ing information is being reviewed on a routine basis and if a trend is observed, actions will be taken as necessary. This information will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.